Event description:
The account alleged that the foot casters ratchet around when they are locked. No report of injury.

Manufacturer narrative:
The account replaced the foot casters to resolve the issue.